Event description:
Customer reported receiving an error alarm on the insulin pump. Customer stated that the insulin pump was reading low when the blood glucose reading was 86 mg/dl. Customer stated that the alarm read "basal delivery resumed." Customer also may have received a threshold suspend alarm. The alarm history was reviewed and it was noted that the customer had a low of 48 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.